Manufacturer narrative:
Additional narrative: upon further investigation, it was determined that MFR# 3009450871 -2015 - 13765 is a duplicate of MFR# 3009450871 -2015 -11365. Please reference MFR# 3009450871 -2015 -11365 for all further investigation regarding this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(4). The reporter¿s name was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, blocked, jammed, was running rough and was moving heavy. It was further determined that the motor and transmission were blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the motor seized, blocked, jammed, was running rough and was moving heavy. It was further determined that the motor and transmission were blocked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.